Manufacturer narrative:
Other, other text: one sample was returned and a leak test was performed. The unit was inflated and it was visually inspected for 10 seconds, it wasn't observed any leakage and it was seen well inflated. Then the unit was submerged under water, it wasn't observed any leakage. It was followed to massage the product, the balloon was squeezed and the airway line was moved back and forth, no leakage was detected. No fault found with the returned device.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts had leaked . After 29 days a new trach was inserted. The tube hasn?t undergone re-processing before. On jan 16, the home healthcare nurse found fluid leaking from connector. Fluid leaked from different points on bivona connector. The nursing staff had checked and confirmed that fluid leaked from bivona connector, not streamed from the connector of ventilator. Because this issue did not have an adverse impact on the patient, the nurse did not remove the tube that day. Tube was used for 29 days before reporting to us. The patient was changed with another new bivona 670170, but the same issue remained. The nurse expresses that the second tube will be removed and returned after using for another 29 days. Nurse staff report leaking but no adverse events occurred with patient, as the staff did routine trach change after 29 days.